Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemicolectomy, an incomplete staple line was observed. The surgeon had to oversew to fix the staple line. Another device was used to complete the case. This resulted to an unanticipated tissue loss and tissue damage. The surgical time has been extended for more than 30 minutes.